Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined low blood glucose (bg) level. Low bg cause was not known. Reportedly, the customer required assistance to treat the low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.